Event description:
The event involved a diana device where it was reported that the sensor was broken, and the wire has been separated from the sensor cap. The sensor was disrupting the filling of the infusers. The status of the product at time of the event was during operation. There was no patient involvement and no patient harm.

Manufacturer narrative:
The reported complaint of exposed wire sensor could be confirmed. The returned sample had exposed wires on the flc sensor. All other tests passed specifications. The probable cause is from a pulling force during use. This device is exempt from 510k, therefor, there is no 510k number and d2a is not applicable.